Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2018 and (B)(6) 2018 with blood glucose of 630 mg/dl and 511 mg/dl. The customer¿s blood glucose level was 390 mg/dl at the time of incident and current blood glucose level was 136 mg/dl. Customer¿s different blood glucose was 200 mg/dl ,100 mg/dl, 255 mg/dl and 253 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting, and short of breath, looked dehydrated, frequent thirst. The customer treated with the insulin pump and insulin drip and intravenous fluids, potassium and blood work. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was assisted with performed high pressure test and the test was on. Customer troubleshoot was performed. Customer was using auto mode. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.